Event description:
It was reported that a patient presented with premature battery depletion on the pacemaker (pm). The patient feels pain and unwell. No changes or interventions were reported. The patient condition was stable.